Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices, photos, or medical records were provided in communication processes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI# (B)(4). Concomitant medical products: vngd ps tib brg 10x71/75mm; p/n: 183540, l/n: 122440, biomet ilok stem tib tray 75mm; p/n: 141514, l/n: 725670, bmt smooth knee stem 14x80; p/n: 145024, l/n: 595010. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. No additional patient consequences were reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04213, 0001825034 - 2019 - 04214, 0001825034 - 2019 - 04215. Product location is unknown.

Event description:
It was reported that the patient has underwent an initial arthroplasty on an unknown date. Subsequently, the patient is experiencing unknown complications. Attempts have been made and no further information has been provided.